Event description:
A report received from the USA indicated that the display was blank graphical user interface (gui) and the status light emitting diodes (leds) were all on. There was no reported pt involvement. The date of the event was not reported.

Manufacturer narrative:
The customer support engineer replaced the field-replaceable unit (fru) power supply. The device passed all testing per manufacturing specifications. Covidien ref: (B)(4).